Event description:
After opening the device and flushing, device was plugged into system. But the device would not zero (wouldn't show that it was "ready for insert"). It was advanced to the body but still would not zero or show wave forms. The device was normalized, unplugged and plugged back in, but still would not show a wave form. So, a new wire was used and worked fine. Patient not affected.